Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon and stent damage occurred. The procedure treated the target lesion located in the moderately calcified mid to distal left anterior descending (lad) artery. Previous unspecified stents had been implanted in the proximal and mid segments of the lad. A 2.75x28mm promus element plus stent was advanced for treatment, but could not cross a previously placed stent. When pulling the device back, the physician felt resistance and was pulling the previously placed proximal stent back. The physician then visualized that the 2.75x28mm promus element plus stent was foreshortening and coming off of the delivery balloon, so he deployed the stent successfully at 16 atms in the main lad. A second stent was used to fix the target lesion. No further patient complications occurred and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).